Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with loss of communication between insulin pump and mobile app, carelink lost connection to the server for some reason, pump did not alert them which is why the pump kept on giving the patient insulin. The customer reported blood glucose value of 21 mg/dl. The customer went to emergency room visit. The event involved products mmt-1884, unk_fotasoftware, unomedical and mmt-332a. Troubleshooting was declined by the customer for low blood glucose and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. Troubleshooting was partially performed for loss of communication between pump and mobile app, therefore the issue was not resolved. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for unk_fotasoftware. No product return is required for unomedical. No product return is required for mmt-332a.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hypoglycemia with loss of communication between insulin pump and mobile app, carelink lost connection to the server for some reason, pump did not alert them which is why the pump kept on giving the patient insulin. The customer reported blood glucose value of 21 mg/dl. The customer went to emergency room visit. The event involved products mmt-1884, mmt-7040a, unomedical, mmt-6101 and mmt-332a. Troubleshooting was declined by the customer for low blood glucose and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. Troubleshooting was partially performed for loss of communication between pump and mobile app, therefore the issue was not resolved. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s25 (android 15) with mmt-1884 780g pump (software version 6.21u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. From the logs we see the device starts off as bonded, then transitions to bonding, and eventually bonds successfully so the bluetooth bonding process itself works as expected. After that, the gatt connection is established, and the system successfully discovers services on the pump. However, once the app tries to read the device information, a standard gatt service used to fetch basic device details like the manufacturer name and model number it runs into an issue. The pump isn't advertising the device information , which is crucial for completing the pairing process. Because the system can't retrieve the required device information, the pairing ultimately fails. Issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: please try this steps on the pump side: remove the battery from the pump reboot the pump by long pressing the back button until the screen turns off (this will take ~20 seconds) turn the pump back on. Try these steps on the mobile device: advanced steps: clear data of bluetooth app: settings , apps , manage apps , find and tap on bluetooth app, clear data. Settings, general management, reset, reset network settings (this will also reset bt settings), reset settings. Uninstall app, restart phone, turn bluetooth off then on, reinstall app. Helpline confirmed that issue has been resolved following these steps. Delete the pump's sn from bluetooth's paired devices list delete the mobile's sn from the pump's paired devices list reset app preferences (phone's settings then go to apps, three dots upper right) uninstall the minimed mobile app from the phone restart phone reinstall the minimed mobile app to the phone attempt to pair back the pump & the phone initiate an upload and sync to carelink after pairing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hypoglycemia with loss of communication between insulin pump and mobile app, carelink lost connection to the server for some reason, pump did not alert them which is why the pump kept on giving the patient insulin. The customer reported blood glucose value of 21 mg/dl. The customer went to emergency room visit. The event involved products mmt-1884, mmt-7040a, unomedical, mmt-6101 and mmt-332a. Troubleshooting was declined by the customer for low blood glucose and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. Troubleshooting was partially performed for loss of communication between pump and mobile app, therefore the issue was not resolved. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-6101.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. 2. Section d1/d2a/d2b & d4 - product material has been changed from unk_fotasoftware to mmt-6101 and updated brand name, product code & common device name, model number, catalog number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.